Event description:
It was reported that the caregiver (cg) saw air in the patient line of the automated peritoneal dialysis set with cassette which occurred on the homechoice device during fill one of eight of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The technical service representative (tsr) reviewed proper procedures and assisted the cg in ending the therapy. The tsr advised the cg that they would need to start over with new supplies to complete the therapy for the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. The cause of the reported event could not be determined. Should additional relevant information become available, a follow-up report will be submitted.